Event description:
Patient reported left side capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on anterior and missing shell. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Patient reported left side capsular contracture baker grade iii and rupture. Device has been explanted.